Manufacturer narrative:
The root cause was determined to be a defective motor encoder. The pump is designed to capture failures of this type.

Event description:
Motor encoder failure, possible overinfusion.